Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When taking apart the paper from the tivek the paper broke in several different places making removal difficult. Surgeon complained about the broke suture. No patient harm reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "when taking apart the paper from the tivek the paper broke in several different places making removal difficult. Surgeon complained about the broke suture." * did the suture break during removal from the package or during use on the patient? If other, please provide more details. * can you identify the lot number of the product that was used?